Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent rf ablation on (B)(6) 2018 and he turned the scs off but did not place the ipg in surgery mode. Since the procedure, the ipg is unable to communicate with the external devices .follow up information identified the abbott representative met with the patient and the ipg was able to communicate and is functioning. Therapy has been resumed.